Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 425 mg/dl. The customer reported that they many times during battery change, customer got pump error alarm followed by battery out limit alarm. The customer treated with the manual injection. Troubleshooting was declined for high blood glucose and performed for battery out limit alarm and insulin pump error. The customer was advised that the pump will need to be replaced. Advised to monitor the pump and that patient may continue to wear the pump until a replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed unexpected restart error test after battery change and resets time or date to factory default due to voltage leak at interface board. Device received with all operating currents within specification and passed self-test and displacement test. No unexpected battery out limit alarm or audio or beep noise anomaly noted during testing.

Manufacturer narrative:
Device alarmed unexpected restart error after battery change and resets time or date to factory default due to voltage leak at interface board. Device received with all operating currents within specification and passed self-test and displacement test. No unexpected battery out limit alarm or audio or beep noise anomaly noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.